Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #1). Additional emdrs were submitted to represent the bard/davol ventralex st (device #2) and the bard/davol ventralight st (device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio st on (B)(6) 2018, ventralex st on (B)(6) 2021 and ventralight st on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against all the devices. It is alleged that the patient underwent surgery for the removal of ventrio st on or about (B)(6) 2021 and ventralex st on or about (B)(6) 2021. It is also alleged that the patient underwent additional surgery for ventralight st on or about (B)(6) 2021. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2018) is considered to be a best estimate. This emdr represents the bard/davol ventralex st (device #1). Additional emdrs were submitted to represent the bard/davol ventralex st (device #2) and the bard/davol ventralight st (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio st on (B)(6) 2018, ventralex st on (B)(6) 2021 and ventralight st on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against all the devices. It is alleged that the patient underwent surgery for the removal of ventrio st on or about (B)(6) 2021 and ventralex st on or about (B)(6) 2021. It is also alleged that the patient underwent additional surgery for ventralight st on or about (B)(6) 2021. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex st (device #1). Per op notes, ¿the hernia sac was identified and dissected free. The sac was removed. A 4.3 cm ventralex st (device #1) with straps was placed using prolene sutures.¿ (B)(6) 2021 - patient was diagnosed with recurrent ventral incisional hernia with abdominal pain thereby underwent open repair with excision of ventralex st mesh (device #1) and implant of ventralex st (device #2). Per op notes, ¿the prior mesh (device #1) was identified and excised. The hernia sac was identified with incarcerated contents of bowel were reduced. The sac was excised. A ventralex st (device #2) was placed and sutured.¿ (B)(6) 2021 - patient was diagnosed with recurrent complex ventral incisional hernia with abdominal pain thereby underwent open repair with excision of ventralex st (device #2) and implant of ventralight st (device #3). Per op notes, ¿the seroma cavity was entered and drained. The peritoneal fluid was noted and suctioned. The prior mesh (device #2) had come loose from the abdominal wall. The mesh adherent to omentum was taken down. The old mesh (device #2) removed entirely. The hernia defect was identified and reduced. A ventralight st (device #3) was placed and sutured.¿ (B)(6) 2021 ¿ patient had abdominal pain. (B)(6) 2021 - patient was diagnosed with recurrent ventral incisional hernia and abscess thereby underwent open repair with primary repair with sutures. Per op notes, ¿the thick-walled abscess cavity was drained. The dislodged prior mesh (device #3) was secured with sutures. A small hernia defect was identified and excised. The omentum was adherent to sac was taken down. The defect was repaired with sutures.¿